Event description:
In 2007, abbott point of care was contacted by a customer who reported that on the month before, an I-stat act-kaolin cartridge yielded a act-celite result of 133 seconds. The I-stat act-celite result of 133 seconds contributed to the decision to pull the sheath. Based on the information provided, there is no indication the patient was harmed due to the result of 133 seconds.